Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2 mm vticmo13.2 , -7.5/+1.5/112 diopter implantable collamer lens into the patient's eye. The lens was explanted due to patient experienced excessive vault. Attempts to get more information have been unsuccessful.